Manufacturer narrative:
Device was returned due to deceased patient. The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient expired during a cardiac procedure. It is unknown whether the pulse generator, right ventricular (rv) lead or right atrial (ra) lead contributed to the patient's death.